Manufacturer narrative:
(B)(4)). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen. On (B)(6) 2025, the patient reported experiencing vomiting. The cgm reading was 8.8 mmol/l, but no fingerstick was taken at that moment. The patient was brought to the hospital by their mother, and when a fingerstick was taken the cgm reading was 8.8 mmol/l, and the blood glucose reading was 47.0 mmol/l. Diagnostic tests were done and the patient was diagnosed with diabetic ketoacidosis. The patient was treated with insulin per injection and intravenously. The patient was admitted into the ICU and was discharged after 6 days. When the patient was discharged the blood glucose reading was 11.4 mmol/l. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.